Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left side of lower display on device was no longer working. The external pulse generator (epg) will be returned for repair. There was no patient involvement.